Event description:
Customer's family member reporting testing pt with the freestyle meter on the finger getting a result of 496 mg/dl. The family member took the pt to the dr's office where they were tested with their unknown brand meter with a result of 55 mg/dl. The doctor advised to go to the ER. Another freestyle test was performed before going to the ER with a result of 486 mg/dl. At the ER, an unknown brand meter tested the pt at 55 mg/dl and they were treated with apple juice and icepops. Lab tests were also performed but the family member ooes not remember the result of the lab tests. The reported freestyle readings of 496 and 486 mg/dl were not consistent with the treatment the customer received.